Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ring cover was contaminated. It was also noted that the side bail covers were broken. (B)(4).

Event description:
It was reported the device is contaminated with blood fluid. It is noted the device is fully functional. The device was returned for repair and calibration. No patient complications were reported as a result of this event.